Event description:
Home patient (hp) reports leak with homechoice set noted during prime. Hp could not confirm exact location of leak. Hp called rn and was instructed to end treatment and restart with new supplies. No pt injury or medical intervention required per hp.